Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and that the insulin pump alarmed repeated no delivery alarms for 3 weeks. The blood glucose reading was over 600 mg/dl. The customer was treated with insulin via intravenous drip, the blood glucose reading lowered, and he was discharged the next morning. The customer's wife stated that the insulin pump had continued to alarm no delivery since the hospitalization. She stated that the customer's blood glucose was currently high at 480 mg/dl, which was treated with a manual injection. Upon troubleshooting for the most recent no delivery alarm, the caller was advised that the device was working as designed. She was advised that the alarm had been caused by an infusion set or reservoir occlusion. Advised that replacement supplies would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-80144.